Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device expulsion ('migration of essure device location of device: uterus') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 34-year-old female patient who had essure (batch no. C26973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included idiopathic thrombocytopenic purpura, endometriosis, headache, muscle tightness, nausea, vomiting, visual disturbance, sore throat, upper back pain, swallowing difficult, light sensitivity to eye, incision site discharge, vaginal swelling, pulmonary embolism, endometriosis, micturition frequency increased, bladder pain, urinary incontinence, weight loss, uterine bleeding, anxiety, head injury, dizziness, cyst of ovary, fever, diarrhea, right lower quadrant pain, endometrial ablation, appendicitis, irregular periods, spinal stenosis and hernia. Concurrent conditions included uterovaginal prolapse, low back pain, shoulder pain, sinus infection and pain in extremity. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract disorder ("urinary problems") and migraine ("migraines / headaches"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed), bilateral salpingectomy), ablation and hysterectomy(partial), salpingectomy(bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, device expulsion, menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, urinary tract disorder and migraine outcome was unknown. The reporter considered abdominal pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, urinary problems, migration diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6)2014: normal.; on (B)(6)2016: no acute intracranial abnormality. No mass, hemorrhage or CT evidence for acute infarction.. Magnetic resonance imaging - on (B)(6)2017: some bulging discs and herniation of her cervical and lumbar spine,. Pathology test - on (B)(6)2015: endometrial biopsy proliferative endometrium negative for hyperplasia or malignancy; on (B)(6)2017: rare minute fragment of endometrial epithelium, insufficient for further diagnostic evaluation; on (B)(6)2017: uterus, cervix. Bilateral fallopian tubes, hysterectomy: ectocervix and endocervix: ectocervix with no significant pathologic alterations endocervix with mild chronic endocervicitis; negative for atypia, dysplasia, and malignancy. Ultrasound pelvis - on (B)(6)2015: negative pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: migraines, pelvic pain, pain with intercourse, dysmenorrhea, menorrhagia, abdominal pain, vaginal bleeding. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs and mr received: new events added: migraines / headaches, migration of essure device location of device: uterus. Lot number was added. Event onset dates were added. Reporter information was updated, patient history, lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy(partial), salpingectomy(bilateral)). Essure was removed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, urinary problems, migration quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: reporter information, patient demography was added. Previously added event "injury" was replaced with events "migration, pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia(heavy menstrual bleeding), urinary problems, dyspareunia". Essure confirmation test was not performed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device expulsion ('migration of essure device location of device: uterus') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 34-year-old female patient who had essure (batch no. C26973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included idiopathic thrombocytopenic purpura, endometriosis, headache, muscle tightness, nausea, vomiting, visual disturbance, sore throat, upper back pain, swallowing difficult, light sensitivity to eye, incision site discharge, vaginal swelling, pulmonary embolism, endometriosis, micturition frequency increased, bladder pain, urinary incontinence, weight loss, uterine bleeding, anxiety, head injury, dizziness, cyst of ovary, fever, diarrhea, right lower quadrant pain, endometrial ablation, appendicitis, irregular periods, spinal stenosis and hernia. Concurrent conditions included uterovaginal prolapse, low back pain, shoulder pain, sinus infection and pain in extremity. On (B)(6) 2015, the patient had essure inserted. In september 2015, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexfual intercourse)"), urinary tract disorder ("urinary problems") and migraine ("migraines / headaches"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed), bilateral salpingectomy), ablation and hysterectomy(partial), salpingectomy(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, urinary tract disorder and migraine outcome was unknown. The reporter considered abdominal pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, urinary problems, migration. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2014: normal.; on (B)(6) 2016: no acute intracranial abnormality. No mass, hemorrhage or CT evidence for acute infarction.. Magnetic resonance imaging - on (B)(6) 2017: some bulging discs and herniation of her cervical and lumbar spine,. Pathology test - on (B)(6) 2015: endometrial biopsy proliferative endometrium negative for hyperplasia or malignancy; on (B)(6) 2017: rare minute fragment of endometrial epithelium, insufficient for further diagnostic evaluation; on (B)(6) 2017: uterus, cervix. Bilateral fallopian tubes, hysterectomy: ectocervix and endocervix: ectocervix with no significant pathologic alterations endocervix with mild chronic endocervictis; negative for atypia, dysplasia, and malignancy. Ultrasound pelvis - on (B)(6) 2015: negative pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: migraines, pelvic pain, pain with intercourse, dysmenorrhea, menorrhagia, abdominal pain, vaginal bleeding. Lot number: c26973 manufacture date: 2014-03 expiration date: 2017-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of product technical problem . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.